Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip noted during visual inspection. There was intermittent button response due to moisture damage on keypad traces. No button error alarms noted. The pump was monitored. No frozen display noted. There was intermittent failed battery test alarm due to corroded battery cap contact. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had button error alarm, display anomaly, and blank display. The blood glucose at the time of the incident was 130 mg/dl. The customer states the insulin pump alarmed button error and a failed battery test. The customer removed and reinserted the battery and received a button error alarm again. However the customer was not able clear it since the buttons was unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.